Manufacturer narrative:
G4: 19feb2020 b4: (B)(6)2020. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/16/2019.

Event description:
The customer reported a ventilator with a touch screen failure. This event was reported to have occurred during clinical use - there was no allegation of harm associated with this report.